Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial tray revealed evidence suggesting device loosening in vivo. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No information was obtained. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address tibial subsidence and loosening at both interfaces. The cement manufacturer is unknown. Pain, pitting and delamination were also reported.